Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose (bg) was over 600 mg/dl; cause was not known. Ketone level was large. Insulin injections and a bolus were used to address bg. Per healthcare provider¿s recommendation, customer reverted to using manual injections for 24 hours to lower bg. Customer declined tandem technical support¿s offer to perform a pump system check.